Event description:
It was reported that, following the implant of this artificial urinary sphincter (aus), the patient experienced wound dehiscence and a scrotal infection at the surgical site. Due to intense inflammation and pump adhesions, debridement of the region was performed. The pump was inadvertently damaged during this procedure and was explanted. Since the explant, urinary incontinence has increased and now a replacement is required. No additional patient complications were reported.

Event description:
It was reported that, following the implant of this artificial urinary sphincter (aus), the patient experienced wound dehiscence and a scrotal infection at the surgical site. Due to intense inflammation and pump adhesions, debridement of the region was performed. The pump was inadvertently damaged during this procedure and was explanted. Since the explant, urinary incontinence has increased and now a replacement was required. No additional patient complications were reported.

Manufacturer narrative:
Based on all the available information, boston scientific concludes that although the functional testing of the balloon identified that the component did not perform within specification, the reported observations could not be confirmed. The reported patient symptoms are a known inherent risk associated with the artificial urinary sphincter (aus) and were found to be listed in the device instructions for use (IFU).

Manufacturer narrative:
Corrected information: aware date from previous manufacturer report 2124215-2022-10749 incorrectly submitted with aware date of 02/03/2022. Correct aware date for the report is 02/03/2023. Based on all the available information, boston scientific concludes that although the functional testing of the balloon identified that the component did not perform within specification, the reported observations could not be confirmed. The reported patient symptoms are a known inherent risk associated with the artificial urinary sphincter (aus) and were found to be listed in the device instructions for use (IFU).

Event description:
It was reported that, following the implant of this artificial urinary sphincter (aus), the patient experienced wound dehiscence and a scrotal infection at the surgical site. Due to intense inflammation and pump adhesions, debridement of the region was performed. The pump was inadvertently damaged during this procedure and was explanted. Since the explant, urinary incontinence has increased and now a replacement was required. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following the implant of this artificial urinary sphincter (aus), the patient experienced wound dehiscence and a scrotal infection at the surgical site. Due to intense inflammation and pump adhesions, debridement of the region was performed. The pump was inadvertently damaged during this procedure and was explanted. Since the explant, urinary incontinence has increased and now a replacement is required. No additional patient complications were reported.